Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6, -10.0/1.0/071 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was replaced with a same size length but different axis due to excessive vaulting. This resolved the problem. The cause of the event was unknown.

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4).